Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015-, information was received from a company representative regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for an unknown indication. On (B)(6) 2015, the patient went in for a refill. They expected to get 2.8ml and aspirated only 1.2ml. The pump was interrogated and showed a motor stall occurred on (B)(6) 2015 followed by a stopped pump period may exceed tube set on (B)(6) 2015. The patient had an MRI on (B)(6) 2015 and did not go to the office to get her pump read after. The physician's assistant (pa) refilled the pump and then re-interrogated it and the stall had recovered. No alarm was noted. The pump had been in telemetry state. No patient symptoms occurred and the issue had resolved. The patient's status was reported as "alive - no injury." Additional information has been requested regarding who reported the event to the company representative, the cause of the volume discrepancy, troubleshooting and actions/interventions taken regarding the volume discrepancy, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a company representative. It was reported that a physician's assistant reported the event to the company representative.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type; catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for an unknown indication. On (B)(6) 2015, the patient went in for a refill. They expected to get 2.8ml and aspirated only 1.2ml. The pump was interrogated and showed a motor stall occurred on (B)(6) 2015 followed by a stopped pump period may exceed tube set on (B)(6) 2015. The patient had an MRI on (B)(6) 2015 and did not go to the office to get her pump read after. The physician's assistant (pa) refilled the pump and then re-interrogated it and the stall had recovered. No alarm was noted. No patient symptoms occurred and the issue had resolved. The patient's status was reported as "alive no injury." Additional information has been requested regarding the cause of the volume discrepancy, troubleshooting and actions/interventions taken regarding the volume discrepancy, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.